Event description:
It was reported in a service report that the foot right timing linkage was broken, not allowing the siderail to stay in the full up position. It was also reported that there were sharp edges on the broken outer panel handle. No adverse consequences were reported.

Manufacturer narrative:
Result: broken timing link and outer panel handle.